Manufacturer narrative:
(B)(6) (strata clinical rep) left messages to the patient's mother on 8/8, 8/9 and 8/14/2017 and an email on 8/16/2017 without no response. The mother had sent an email on 9/14/2017 to state that her son will re-try the treatment one more time. The patient was on topical medications during the treatment. Service was dispatched on 8/14/2017 to service the device and device was found in specifications. No failure was detected.

Event description:
On 8/2/2017 strata became aware of a patient at advance dermatology that ((B)(6)) had to stop treatment after 9 sessions because "his feet were blistered that he had bloody scabs from the blisters and it was extremely painful to walk".